Event description:
The perfusionist reported that they immediately noticed upon initiation of bypass that the blood appeared dark. Blood tests confirmed that the blood was not adequately oxygenated. The perfusionist came off bypass and changed out the original unit for a larger size oxygenator. The procedure was completed without further complications. The perfusionist reported that there was no pt injury associated with this event and the pt condition is reported to be fine.